Event description:
Additional information received reported when the pump was explanted ¿(after a year of hyperbaric treatment)¿ it was ¿squishy¿ and they were able to dent or bend the back of the pump in and out. As previously reported it stopped when the pump was cooled to room temp. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the health care provider¿s (hcp) post-operative note from (B)(6) 2013 stated ¿feeling much better since his pump was replaced¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional analysis of the pump included photos that were taken of the back shield of the pump and it looked normal. An x-ray was also taken and it showed acceptable propellant level. The pump was not found to be squishy even warm at body temperature.

Manufacturer narrative:
Analysis of the pump found gear train anomalies with the motor; corrosion and/or wear and/or lubrication as well as a stall due to shaft-bearing. Significant residue and shaft wear were seen on the upper and lower shafts of gear 2. Some residue was also found on the jewel where the upper and lower shafts of gear 2 inserted into the stop and bottom bridge assembly.

Event description:
It was reported a critical alarm was confirmed to be due to a motor stall that started at 09:50 am on the report date. The patient started hearing the alarm earlier that day on the report date and they were now in the emergency room with stomach pain and vomiting. The health care provider (hcp) was unsure whether it was device related. The patient had not had anmri recently. The hcp planned to contact the managing hcp¿s office. The device system was used to deliver dilaudid (hydromorphone) and clonidine. It was later reported the motor stall never recovered. As a result of the event, hospitalization, explant and device replacement were required. The patient was admitted for elevated blood pressure due to clonidine withdrawal. The patient also experienced pain. The patient was medicated with a clonidine patch. Upon explantation of the pump ¿at approximately body temp of 98 degrees the back plate of the pump was compressible. At room temp pump was immovable¿.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.